Event description:
A series of falsely elevated troponin I results were obtained on one individual patient's samples on multiple dates beginning on (B)(6). The results were reported to the physician who eventually questioned the results. The patient was further tested by two alternate methodologies and negative results were obtained. The patient was admitted to the facility on (B)(6) for chest pain. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is heterophilic antibody binding. The negative results obtained on two different alternate methodologies (roche and siemens centaur) is highly supportive of the presence of non specific binding heterophile antibodies specific to the individual patient. Testing of the patient sample after treatment with a heterophile antibody blocking tube device (scantibodies) conclusively confirmed the presence of heterophilic antibodies unique to the individual patient. The IFU for the cardiac troponin I flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.